Event description:
Boston scientific received information that this device was an attempted implant. It was reported that the device could not be interrogated, no sensing or pacing output was noted and they were unable to run measurements. A boston scientific technical services consultant suggested the caller turn off radio frequency (rf) and try device interrogation again. Interrogation was still unsuccessful. Another programmer was utilized with rf on and interrogation was successful with another device. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.